Event description:
A user facility reported via medsun report number (B)(4) that a patient was admitted with elevated troponins, leukocytosis, and syncope, requiring a percutaneous endoscopic gastrostomy (peg) tube insertion at the bedside. During the peg insertion, the patient developed respiratory distress and the decision was made to intubate the patient. A glidescope video monitor (gvm) was brought to the bedside. The glidescope laryngoscope (unknown model) was inserted by anesthesia without difficulty; however, the image on the monitor was determined to be fuzzy and cutting in and out during the intubation. The glidescope device was removed and another glidescope device was emergently brought to the bedside. No harm to the patient was reported. Following the procedure, the glidescope system was inspected by the facility's biomedical engineering department which they reported no issues were found. The glidescope system was subsequently returned to service.

Manufacturer narrative:
The customer's glidescope video monitor was not returned to verathon for evaluation as it was returned to service at the facility, therefore the cause could not be determined. Furthermore, this device has reached its end-of-life date. Review of complaint history for the reported monitor serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope video monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
Updates only. This is a supplemental report solely to provide the related user facility medsun report number in the corresponding field, h10 - related report number.